Event description:
New information received noted the patient presented for a follow up in clinic on (B)(6), 2021. Interrogation revealed no additional non sustained far field oversensing episodes were observed. It was determined that the oversensing episodes observed at the time of the original event had been as a result of the device being recently implanted. There was no complaint on the right ventricular or other lead and normal function was seen. After the follow up 10 jun, 2021 up until the time of the update 02 sep, 2021 there had been no far field oversensing observed. No programming changes were made. Device function was normal and the patient was doing well.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
(B)(6) contacted technical services to discuss a merlin.net remote transmission for a patient with several episodes of non-sustained rv oversensing on a device that was implanted (B)(6) 2021. Technical services discussed that it appears that the rv lead is oversensing farfield p waves. Since the leads were implanted so recently, tse suggested considering imaging to verify proper lead placement and to verify whether or not a lead has dislodged. The patient's weight is unknown.